Manufacturer narrative:
Date sent: 07/12/2007. Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vso vacuum to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that they are returning their unit for service. Description of failure: l3002, l3017, l3023. No further information is available. No reported patient consequence.